Event description:
The patient with scoliosis underwent posterior spinal fusion with segmental instrumentation several months ago. She reported having received a "bear hug" months prior and afterwards experiencing lumbar pain. She was seen in a clinic afterwards with complaints of increased back pain and deformity in her lumbar region compared with the correction obtained initially. X-rays revealed broken hardware, and she underwent surgery in order to replace the broken screw. The surgeon found that the lowest level of her attempted fusion had not fused, which probably caused micro-motion at the screw level, leading to its eventual failure. This is a well described possibility in spine surgery. It necessitated a return to the or and a prolonged limitation of activity for the patient, since she will need to wait for the fusion to heal before she can return to full activity. It is unclear whether the screw broke because of the delayed fusion, or the fusion failed because of the broken screw.